Manufacturer narrative:
(B)(4). Batch # r57709. Photo evaluation: one photo was provided. The picture shows tissue with several staples on it. The staples can be seen with the proper b-formed shape. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, staples malformed. During the sleeve gastrectomy, after fired with two ecr60b reloads, found the staples malformed as the photo shows. Suture was used to sew the wound. There were no adverse consequences to the patient.